Event description:
Caller reported that the t:slim x2 pump battery would not charge, and although the pump began charging after trying different methods, the connection was unstable, requiring the caller to manually hold the cable in place. There was no adverse impact to the customer's blood glucose level as the battery issue did not lead to a pump shutdown or inability to turn it back on. The customer service team instructed the caller on proper usb port usage to minimize further damage and decided to replace the pump. The caller expressed interest in obtaining an out-of-warranty loaner pump to ensure insulin delivery continues uninterrupted.